Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damaged occurred. The 32 x 2.25 promus premier¿ drug eluting stent was advanced to treat the unspecified lesion, however, the device was unable to cross the lesion. The physician then removed the device from the patient and it was noted that the stent was lifted. The procedure was completed with a different device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The tip od was measured and was within specification. The center of the stent was damaged. The struts on one of the center rows were raised and bent distally towards the tip of the device. This type of damage is consistent with the stent meeting resistance during the removal of the device from the patient. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that stent damaged occurred. The 32 x 2.25 promus premier&#10272;drug eluting stent was advanced to treat the unspecified lesion, however, the device was unable to cross the lesion. The physician then removed the device from the patient and it was noted that the stent was lifted. The procedure was completed with a different device. No patient complications were reported and patient's status was good.